Manufacturer narrative:
The lead was discarded. A definitive root cause for the reported infection is not able to be determined. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as result of these risks. The manufacturing records were reviewed. Product met all requirements for release.

Event description:
The saluda medical representative was notified of infection and explant of a trial evoke spinal cord stimulation (scs) system. Antibiotics were administered to the patient to resolve the reported event.